Event description:
It was reported that an inaccurate fill estimate was observed. Customer¿s blood glucose level was 152 mg/dl. During duplication testing by the distributor, the issue could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.